Manufacturer narrative:
(B)(4). The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome five times. The last repair was march 3, 2015 where it was reported that the device has an unusual buzzing sound and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, gears, and calibration shaft were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed that the motor speed was within specification but the motor ran erratically and the calibration was out of specification. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent thickness lever reciprocating arm bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged control bar, and calibration shaft. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the motor ran erratically and the calibration was out of specifications. While during the initial inspection it was noted that the motor ran erratically and the calibration was out of specifications, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed that the r.p.m.s were within specification but the motor ran erratically and the calibration was out of specification. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the ball detent thickness lever reciprocating arm bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged control bar, and calibration shaft. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Event description:
It was reported that the device was skipping and producing inconsistent grafts. The surgeons were having trouble getting quality grafts.

Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
Additional information received (B)(6) 2017 clarified that during surgery, the surgeon was harvesting from the upper thigh and the graft that was taken was inconsistent in depth and had gaps in the tissue. An additional skin graft was required to complete the procedure.